Manufacturer narrative:
(B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure, a final intra-operative angiograph reportedly showed delayed blood flow into the left internal iliac artery (iia). It was noted that the iia was partially and unintentionally covered by the distal end of contralateral leg component on the left side. The physician later commented that the distal end of the contralateral limb was deployed as close as possible to the iliac bifurcation point, and the unintentional coverage occurred due to misreading the bifurcation. No further treatment was rendered, and the physician will continue to monitor the patient. The patient tolerated the procedure.